Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The occluded target lesion was located in the severely calcified superficial femoral artery. Various sterling balloons of different sizes were used at different times to attempt to open the occluded vessel. A 3.0mm x 80mm x 90cm sterling¿ sl balloon catheter was advanced and inflated to 14 atmospheres by a non bsc inflation device. The device was deflated and upon removal, the physician noted that the balloon appeared to be damaged; the distal segment of the balloon was still inside the patient. This was verified on fluoroscopy imaging as the distal ro marker could be seen inside the vessel. The physician snared the broken section of balloon successfully from the vessel and further images were taken to ensure no other part was left. The procedure was completed with a different device. No further patient complications were reported and patient's status was stable. The physician reported this event likely occurred due to the severe level of calcification.